Manufacturer narrative:
The master tool manipulator (mtm) had worn opto buttons identified during visual inspection. The opto button assemblies will be replaced as a fix.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a vinci-assisted pulmonary wedge resection surgical procedure, the customer informed the technical support engineer (tse) that the left finger clutch was not working normal. They were docked but the surgeon stepped out of the room the customer and had no more details. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter and obtained additional information. The field service came in to replace the console/arm left finger clutch that was the issue. The issue was when the surgeon put their hand in the clutch it would not let go of the instrument. The robotic tech informed the instrument was stuck on tissue and the release key was not used. They were unsure which instrument was stuck on tissue. The surgeon manually removed the tissue from the instrument. There was no bleeding. There was tissue excised due to the event. There was no patient harm or injury. There are no recordings. The instrument will not be returned. The instrument was inspected prior to use with no damaged noted. The customer could not provide any patient demographics.